Event description:
It was reported that intermittent cartridge alarms occurred. There was no reported adverse impact to the customer's blood glucose level. No additional information regarding the issue was provided. Reportedly, customer continued to use the pump for insulin therapy.